Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion-selective electrode) patient results on their au5800 chemistry analyzer. The erroneous results were not released out of the laboratory; hence, there was no report of impact or change to patient treatment in association with this event. The customer stated four patient samples had erroneously high ise results. Data was not provided. The customer verbally provided two examples of the erroneous results.